Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A healthcare worker reported a dislocated lens following an intraocular lens (iol) implant procedure. The iol was removed the day after the initial procedure. The sample is not available.

Manufacturer narrative:
Product evaluation: the provided surgery report indicated a large pc-tear was observed before the implant. The report states there appeared to be adequate support for the iol. The iol was subsequently implanted. One day post-op the implant had shifted. The lens was removed in a secondary surgery and an anterior chamber lens was implanted. (B)(4).

Event description:
Additional information was received via questionnaire indicating that a pc tear occurred after the fourth quadrant removal, prior to iol insertion. The iol was later exchanged for a lens that was 2.5 diopters different in power.